Event description:
Contralateal pullwire caught on hooks of superior attachment system. Problem resolved with a guiding catheter. #3 slider was moved back, but ipsi capsule did not retract. Problem was resolved.